Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5066747.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2013 and the mesh was implanted. Shortly after the procedure, in 2013 the patient was stabbed. The patient underwent an emergency surgery and it was repaired. The patient, while incarcerated, also underwent another surgery due to infection. It was also reported that infection was scraped out and wound was stuffed with gauze. The last procedure was in 2014 for intestinal blockage. As of now, the patient's side is bulging out in a few different places and turning purple and black. The patient is uncomfortable to do anything, sit, walk, sleep and work. Additional information will be requested.